Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was intended to use a nc euphora balloon dilatation catheter to treat a moderately tortuous and calcified lesion located in the mid right coronary artery exhibiting 90% stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected and prepped with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that the first post- dilation was successful performed. The nc euphora never left the guide it was reported that when the physician was advancing the device to perform the second post-dilation, two wires crossed in the guide, the nc euphora catheter shaft kinked and broke in half while in the guide catheter, outside of patient. All components were successfully removed from the guide catheter. It was also reported that the device was not kinked and re-straightened during use and the detached portion of the device does not remain in the patient. No patient injury reported.

Manufacturer narrative:
Additional information: post dilatation was successful with a second nceup4015x only after the second wire was removed. If information is provided in the future, a supplemental report will be issued.